Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a suction catheter. The customer reported that his son became ill due to repetitive use of the suction catheter. His son was suffering from a fever and the mucus was brown in color. Patient was placed on antibiotics, amoxiclav, for a respiratory bacterial infection. The patient's care giver stated that he aware that the catheters are a one time use device but that his insurance company stated that he had to reuse them. The care giver stated he did re-use them which resulted in his son getting sick.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.